Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. There was no reported product deficiency. Hypersensitivity/allergic reaction is a known adverse event as listed in the promus instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. All stent delivery systems are subjected to a 100% visual inspection. In addition, a quality control audit inspection is used to verify the product quality.

Event description:
It was reported that following pre-dilatation, a 3.5 x 15 promus stent was implanted in the mid right coronary artery. The procedure was uneventful with excellent final result with a brisk timi 3 flow. Five days post-procedure, the patient presented with pruritis. The patient had developed a topical rash on the arms and legs. The patient has been treated with several different medications, and for awhile was completely taken off all medications to see if this would help. The physician has been unsuccessful at diagnosing the cause of the patient condition. No additional information was provided.